Manufacturer narrative:
The initial reported event was received on (B)(6) 2018. Of note, the reportable serious injury would have been submitted via a bimonthly submission pursuant to a1996009, and it would have been due (B)(6) 2018. As of (B)(6) 2018, these reports for this product are being transitioned to a 30-day reporting timeframe. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The absorbable antibacterial envelope remains implanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.